Event description:
Affiliate reported that the pump stopped working after a MRI. The device presented with a hardware failure message. Pump was restarted with a technician key. Pump is now working as intended.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was not returned for investigation. The pump interrogation performed during field visit on the 5th of (B)(6) 2011 by means of a hardware technician key, collected data confirmed a hardware failure [11]. Based on the information provided, the board concluded that the pump error could be cleared and that the physician could resume the medication. The pump errors were successfully cleared and the pump program was restarted. A review of the history device record was performed and confirmed the product conformed to the specification when released to stock. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. The pump involved in this complaint was manufactured prior the enhancement. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is completed.